Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. " h3 : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer reports that during the blood drawing process, bubbles were found in the syringe. Blood also leaked through the piston during the blood collection process. The following information was provided by the initial reporter. The customer stated: "the patient was put on a ventilator, and arterial blood was collected to test the partial pressure of oxygen as ordered by the doctor. During the blood drawing process, bubbles were found in the syringe, and the medical staff immediately pulled out the needle. The blood collection device was replaced and blood was collected again, and no adverse effects were caused to the patient.".